Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble near the connector needle once the site was removed. Customer's blood glucose was 300 mg/dl. The site was changed and the tubing was filled to address the event.